Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stimulated frequency of 80 pace per minute occurred several times over several minutes during the implant procedure of the implantable pulse generator (ipg). The device was programmed before surgery, by the physician, at 60 ppm, without rate-response mode on. It was further reported that the patient died, three hours post implant procedure. Additional information related to the cause of death was requested and is not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.